Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for high blood glucose levels above 500 mg/dl. The customer had experienced high blood glucose levels for three weeks prior to the event. Troubleshooting was performed, and the daily totals did not match with the bolus history. Advised the customer that the insulin pump would be replaced. Nothing further was reported.